Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty charged coupled device (ccd), cut on a cable, a smashed connector tip and a faded serial plate. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a poor image/ no image and lines display on the hd camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the faulty ccd (charge-coupled device) was confirmed. It is therefore possible that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to faulty ccd. Olympus will continue to monitor field performance for this device.